Event description:
The customer reported that the battery led lights were not illuminated. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.